Event description:
It was reported: during an in-service visit and unrelated to this event, the maquet service representative was made aware of an intra-aortic balloon pump (iabp) which had been used in a procedure (unk), and where "leak in iabp circuit" alarms had occurred on the pump. It was also reported, the customer biomed had removed the iabp from service for evaluation. Per the customer, the patient death was not attributed to the iabp.

Manufacturer narrative:
The manufacture device history record for the iabp involved in the event was reviewed. There are no non-conformances related to the reported event. The service representative was able to verify the alarms as this was recorded in the device log. However, the representative was unable to duplicate the reported event. The iabp was tested to factory specification. It functioned normally and was returned to the customer. Reference intra-aortic balloon (iab) medwatch numbers: 2248146-2014-00266 and 2248146-2014-00267. (B)(4).